Event description:
It was reported that the catheter met resistance, stretched and broke off in the pt during removal by the surgeon. Part of the catheter remains inside the pt.

Manufacturer narrative:
The info contained herein is based on info provided by the initial reporter and the physician involved. Received two catheters attached to the returned pump. Visual inspection of the first catheter revealed the catheter was overstretched and broken off at the mid-body of the catheter. The distal portion was not received. The second catheter was received complete, and 0.5" was slightly overstretched at its infusion segment. Based on this info received, and the eval of the catheter received, the technique used in the removal of the catheter most likely contributed the reported incident. A review of the lot history found no other reports of catheter breakage. I-flow has prepared a technical bulletin in order to prevent or decrease catheter break entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (B) (4). It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.